Manufacturer narrative:
Event date: (B)(6) 2018. Date of this report: 04jan2019. International UDI #(B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported the touch panel does not function. No patient/user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 21jan2019. Date rec'd by MFR: 18jan2019. Philips field service engineer (fse) confirmed that the touchscreen was unresponsive. The fse replaced the touch screen. The unit passed the performance verification test after repairs were complete. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.